Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, one of the clamps of the chuck was loose. It came out of the normal position without excessive force. The device is in perfect surface conditions, it does not have any sign of mishandling or a repair attempt. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: the investigation has shown that one of the chuck retainers is indeed broken off as complained. The review of the production history revealed that this instrument was manufactured according to the specifications. No abnormal findings were identified. We are not able to determine the exact cause of this failure.